Event description:
After four months of use, the pt felt the stimulation was not functioning anymore. The physician found the battery was depleted. The settings were: 4.9 v, 270 microsec, 50 hz, 1 positive contact and 1 negative contact, stimulation on 24 h/day. The ins was replaced and the stimulation was effective again. The pt was well.

Manufacturer narrative:
(B) (4).